Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported they were allergic to the metal components of the implantable pulse generator (ipg). The ipg was explanted. No further patient complications have been reported as a result of this event.